Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient complained of inappropriate shocks. Chest x-ray revealed lead dislodgement.